Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient passed away on (B)(6) 2016 due to unknown reason. The patient was staying in the nursing home/ care center. Additionally the patient's physician does not believe the death was related to the scs system.